Event description:
It was reported that during a pulsed field ablation, electrical noise appeared late into the procedure. It occurred during catheter manipulation. It was noted that the catheter connections were well connected. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012090493 was received and analyzed. Visual inspection was performed. The loop catheter was received without the guidewire threaded through it and no guidewire was received. The loop catheter showed a cut-like damage of the pebax tubing at 0.07 inches distally from the dual-lumen edge within the proximal arm. Steering function was normal, with the distal catheter tip responded with approximately 170° rotation in both directions. The slide function was as expected, and the shape of the capture device was unremarkable with no atypical features. X-ray imaging confirmed a damaged pebax tubing and a kinked electrode wire at the location of what appeared to be a cut pebax tubing. The insulation of the kinked electrode wire appeared cut. The nitinol array wire was intact and properly attached at the tip and the dual lumen with no exposed wires nor contact to the electrode wires. Optical inspection at high magnification revealed torn pebax tubing, exposing electrode wires at what appeared to be a cut in the tubing at the proximal arm. Data from the catheter identification chip confirmed usage on the reported event date. As received, the loop catheter was reprogrammed and using a test catheter interface cable was connected to the generator. The loop catheter failed ablation test due to a persistent error 2000 (catheter electrical current error). Hipot verification of the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. The electrical continuity test did not reveal any anomalies. Dissection of the loop catheter confirmed kinked electrode wires within the shaft at 10 inches distally from the proximal end of the shell of the catheter handle connector receptacle and at the location where the pebax tubing appeared like it was cut at the proximal arm of the spiral array. Electrode wires appeared entangled, kinked and insulation either damaged or charred distally over 2 inches long starting at 9 inches from the proximal end of the shell of the catheter handle connector receptacle. Further high optical magnification of the kinked electrode wire at the proximal arm where the cut-like damage was located showed the electrode wire was partially cut with damaged insulation. The reason of the pebax tubing cut and electrode wire breakage remains undetermined. However, the insulation was damaged at the breakage location and at the vicinity of the break for several electrode wires. In conclusion, the loop catheter failed the return product inspection due to the proximal arm pebax tube torn/cut, electrode wire insulation charred/damaged, electrode wire kinked, and electrode wires kinked and entangled. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.